Manufacturer narrative:
The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
As reported, the physician was performing an endoleak embo. A 2.8 x150cm progreat in place. An attempt to deliver a 60cm hydropack. It wasn't forming as desired and wanted to pulled back lightly to reposition. Felt it pop when the device was pulled back and realized the coil had detached. The physician ended up having to pull out the whole system and now has to bring the patient back another day to repeat procedure. No patient injury was reported.